Event description:
Pt complained of pain and increased shortness of breath while in ICU. Chest x-ray was taken and a chest tube was inserted. Approx 2000 cc of clear fluid was evacuated. The pt was transferred out of ICU in stable condition.